Event description:
During a triple arthrodesis case physician was using the drill guides to drill into the bone. Due to the positioning of the plate on the pt's anatomy, it was a more difficult angle to drill and put in the screw. Two drill guides broke when the surgeon was putting in the screw after drilling.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.